Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was offered troubleshooting the insulin pump but the customer declined checking for leaks as well as the settings on the device. The customer did not return the product back for analysis.